Event description:
The MFR received info alleging a "service required" alarm condition occurred on a ventilator. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, errors related to the internal battery were found in the ventilator's downloaded error log. The device's internal battery and power management were replaced to address the issue.